Event description:
The customer reported that their device was showing all three icons (attention, charge-pak, and service wrench) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported failure. The customer notified the service agent and advised they would like the device returned, unrepaired for proper disposition. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.